Event description:
It was reported that the external pulse generator (epg) was set to a back-up rate of 35 beats per minute (bpm) and subsequently paced inappropriately at a rate of 70 bpm. R on t-wave premature ventricular contractions (pvcs) and subsequent ventricular arrythmia occurred. The patient went into cardiac arrest (polymorphic ventricular tachycardia (vt) into ventricular fibrillation (vf)) and was successfully resuscitated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) paced inappropriately. The epg passed incoming inspection with no anomalies observed. The epg all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.